Manufacturer narrative:
(B)(4). Protruding staples. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned with only 9 staples present and protruding. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hernia repair procedure, the device was fired on the small bowel and jammed. The staples did not completely deploy; there was an incomplete staple line. A stapler was used to complete the procedure. No adverse consequences reported. It is unknown if the device will be released for analysis. No other details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.